Event description:
It was reported that the 9900 system made a "popping" sound during a case and displayed a low ma error. The system was rebooted and the case continued.

Manufacturer narrative:
A ge service rep performed an on site investigation. Inspected and regreased the x-ray tube candles. The system was tested and found to be working as intended and placed back into service.